Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 200 mg/20 ml dilaudid at dose of 6 mg/day via an implantable infusion pump for failed back surgery syndrome and spinal pain. It was reported that a motor stall was observed on initial interrogation and it was unknown if the patient had recently had an MRI. According the hcp, the patient had just gotten out of the hospital and rehab and was "feeling terrible¿. The hcp reported that they had the patient get up because the patient couldn¿t get to the bathroom. The patient reported that the hcp's couldn¿t figure out what was wrong with her. The pump logs showed that the motor stall occurred on (B)(6) 2016 and tube set (stopped pump may exceed tube set) had occurred on (B)(6) 2016. The hcp was not aware of any emi or other magnetic sources, and would have to check if the patient had an MRI. The patient was taken to the ER in an ambulance. At the ER, the patient¿s pump was unable to be interrogated on (B)(6) 2017. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the patient's pump stalled on (B)(6) 2016. After that, she developed abdominal pain and was admitted to the hospital and underwent gall-bladder surgery. The patient then developed an abscess and was being treated with IV antibiotics. When asked to clarify the "inability to interrogate the pump on (B)(6) 2017 in the ER" the hcp replied that there was no device/patient/therapy issue. The issue was that no-one trained was available that evening to interrogate the pump. The pump was successfully interrogated the next morning. It was unknown what diagnostics were performed related to the patient feeling terrible, being unable to go to the bathroom and "couldn¿t figure out what was wrong with her". Prior to a visit from a home health nurse to refill her pump the patient arranged for transportation to the hospital. As an action/intervention to resolve the motor stall on (B)(6) 2016 and tube set on (B)(6) 2016 the pump was interrogated and reset to minimum rate. The cause of the patient's hospitalization was determined to be a liver abscess. The cause of the motor stall and tube set was not determined. The patient was to follow-up with a neurosurgeon on (B)(6) 2017 to discuss replacement of pump when infection (from abscess, requiring IV antibiotics) is cleared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The patient¿s weight at the time of the emergency room visit on (B)(6) 2017 was 77.6 kg. The patient was noted as not having been seen in (B)(6) 2016 at the time of her motor stall.

Manufacturer narrative:
Updated from malfunction to serious injury due to surgical intervention. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on may 31, 2017. The pump was replaced on (B)(6) 2017. The pump was removed due to a device-related issue. The device rotor had stalled in december, and there had not been an investigation as to why. It was indicated the patient was not in a clinical study, and the device was used with/in the patient for treatment. No patient death was reported. No patient injury was reported. It was indicated the patient recovered without sequela after the device was removed. No rotor or dye studies were performed. The device was returned to the manufacturer for analysis on may 31, 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.